Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection vancomycin (1 gram, starting dose, intraperitoneally (ip), duration and frequency not reported), injection cefoperazone (1 gram, once daily, ip, duration not reported) and sulbactam (1 gram, once daily, ip, duration not reported) for the peritonitis. The outcome of the peritonitis event was unknown. The pd therapy was ongoing. No additional information is available at this time.